Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 pocket a-128 was showed bogus error. A technical support specialist proceeded with a resync, and the bogus error was resolved. Other hardware failures were fixed by recovering storage space. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubie pocket had failed, the name did not appear. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.